Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing damaged on (B)(6) 2024 . Tubing damaged can be kinked/bent tubing. Blood glucose level was 400 mg/dl at the time of the event. Therefore, patient took insulin pump for the treatment. No further information was available.